Event description:
It was reported that the patient's sensor was compared to a right heart catheterization reading during a hospitalization (reported in MDR-(B)(4)/ 3004936110-2023-01862) and that the numbers from the cardiomems did not correlate with the readings from the catheter. No recalibration was done at the time. An additional right heart catheterization was performed (B)(6) 2023 primarily to confirm the validity of the pressure sensor readings. The sensor readings matched the reading from the catheter and the sensor was not recalibrated. Readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.